Event description:
Caller indicated the relion prime meter was giving low readings. Caller stated on (B)(6) morning, she took a reading on her husband and got 33. He seemed lethargic. She thought it was low and started giving him food throughout the day. She fed him 3 jelly packets, peanut butter, cooked him some chicken nuggets and he drank some lemonade and water. In the evening around 4:30pm she took another reading and got 42. She called the ambulance as she thought her husband was going into diabetic stroke. She said that when the paramedics got there they took his blood pressure and blood sugar and got a 342 which was 10 minutes later. He was okay then so no treatment was given and they left. Technique and storage ok. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned, but the test strips returned were used and could not be tested. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.